Event description:
The recipient had an explantation 2 years after the first implantation, as a monopolar scalpel was used during a lower limb amputation. After re-implantation, the recipient used an opus 2 for a period of time and soon stopped using it due to financial reasons to receive parts. The brazilian public health system that monitors her, requested a sonnet for the recipient. At activation, affected channels were seen. The recipient does jiu jitsu, it is likely that in one of the competitions she hit her head and injured the internal unit. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had an explantation 2 years after the first implantation, as a monopolar scalpel was used during a lower limb amputation. After re-implantation, the recipient used an opus 2 for a period of time and soon stopped using it due to financial reasons to receive parts. The brazilian public health system that monitors her requested a sonnet for the recipient. At activation, affected channels were seen. The recipient does jiu jitsu. I believe that in one of the competitions she hit her head and injured the internal unit. Re-implantation is considered.